Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what is the timeline of event? Exactly what went wrong? Were there any issues noted with the device intraoperatively? Is it the surgeon¿s normal routine to use a 60mm device on appendectomies? What color cartridge was used? For each cartridge used, on what corresponding anatomical structure was it used? Was the meso-appendix and appendix take separately or together? What was the cause of the positive bleed? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a caecumectomy something went wrong with the stapler- patient returned to theatre for bleeding. Did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? Yes. Did the patient require revision surgery or hardware removal? Yes.

Manufacturer narrative:
(B)(4). Date sent: 2/28/2023. B5. The procedure was not a caecumectomy it was a cecectomy.